Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by fever. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for peritonitis. At the time of the report the patient had recovered from the event. Approximately one month after the event onset, dianeal therapy was discontinued and on an unreported date, hemodialysis was initiated. No additional information is available.